Event description:
It was reported that the same day as a coronary artery drug eluting stenting treatment procedure, the pt experienced multiple cerebral infarctions. The pt had three unk size taxus liberte stents placed in unk locations. The same day the pt experienced multiple cerebral infarctions resulting in "hospitalization/prolonged hospitalization". The investigator felt the event was not related to the devices, but was related to the pt's high risk status and history of previous cerebrovascular failure and arterial sclerosis.

Manufacturer narrative:
It is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant info from that review, a supplemental medwatch will be filed.